Event description:
According to the reporter, during an esophageal procedure, the first capsule failed to attach to the patient's esophagus so a second capsule was placed. The second capsule placed was causing pain. The capsule was removed by the physician. During removal of the capsule from the patient, the physician noted that there is an ulcer where the capsule was implanted on the patient's esophagus. There was nothing unusual about the patient or the procedure. No other known adverse events were reported.